Event description:
Pt reported was experiencing technical issues with their machine, alarm saying there's a downstream occlusion starting last night. The serial numbers are (B)(6). Pt changed batteries, checked the cassette, pt checked the tubing between the pump and for kinks or closed clamps, pt made sure the tubing is seated correctly in the pump. Pt isn't sure if medication is being delivered properly for past 10 hours. Pt states the pump is infusing currently, but the alarm will come back. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. " did the reported product fault occur while in use with the patient? Yes; " did the product issue cause or contribute to patient or clinical injury? No; " if yes, was any medical intervention provided? Yes; " is the actual device available for investigation? Yes, upon patient return " did we replace device? Yes; " did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes; " is the infusion life-sustaining? Yes; " what is the outcome of the event? Resolved. Pt code: 2422. Device codes: 3016, 1012. Ref report: mw5178128.